Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead 70cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection showing symptoms of back pain, fever and wound discharge. The patient was administered antibiotic treatment in the hospital. The physician assessed that the infection was nosocomial, and not device or procedure related.